Event description:
It was reported that during a device upgrade procedure the cardiologist discovered insulation defects on both the distal and proximal pin connectors. The right ventricular (rv) lead had been bent at right angles in the pocket, however the wires were intact with normal shock impedances. The rv lead was repaired successfully with glue and a sleeve. The procedure was completed without any complications and the rv lead remains in service. No additional adverse patient effects were reported.